Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The suture broke during the knot. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/18/2019. H3 device evaluation summary: it was received for analysis an empty opened box and sixteen unopened samples of product code eh7291, lot lgp809. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.